Manufacturer narrative:
The pad-pak was not returned to heartsine for evaluation. The customer has been instructed to dispose of the affected unit following local waste disposal regulations. The customer was sent a replacement pad-pak. A CAPA investigation determined multiple potential causes of the fault, both internal and external to stryker manufacturing processes, the primary root cause was determined to be pressure applied onto the locator pins during handling/packaging.

Event description:
In response to a product field action, the customer contacted heartsine to report the pad-pak's locator pin is bent. This issue can lead to a failure to detect when a patient is connected or could cause the device to lose power during operation. There was no patient involvement reported with the event.

Manufacturer narrative:
This supplemental MDR is submitted to correct the initial medwatch report with reference number 3004123209-2026-00281. Section g3, reportability awareness date, of the initial medwatch report should reflect (B)(6) 2026 instead of (B)(6) 2026.

Event description:
In response to a product field action, the customer contacted heartsine to report the pad-pak's locator pin is bent. This issue can lead to a failure to detect when a patient is connected or could cause the device to lose power during operation. There was no patient involvement reported with the event.